Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. Global receiver functional test was performed and the receiver was unable to communicate with the global communication tool as the "call tech support" error message was observed on the screen. Pictures were taken of the error message on the screen of the receiver. The customer complaint of loss of connection was not confirmed. The root cause could not be determined.